Manufacturer narrative:
Additional information received from the initial reporter on 27 november 2016 and includes: the surgeon stated that it was a mistake of him. The event is not related to implant or instrument reliability. On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: peroperative femoral fracture during primary tka. According to report, the fracture took place while impacting the femoral component and was facilitated by a rather significant anterior notching of the femur. This is confirmed by the intraoperative fluoroscopic images. This case was based on patient specific cutting guides, but not as far as the anterior cut is concerned, and we have no way to determine the reason for the notching. The hypothesis that the fracture was made easier by the notching is confirmed by the images. No reason to suspect a faulty component as the origin of this problem. Batch review performed on 13 december 2016. (B)(4). Not explanted.

Event description:
The surgeon cut a notching and during the impaction of the femur implant, the femur bone broke. The surgery was completed successfully after implanting 2 bone screws.